Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the loop and the primary tubing was found disconnected and leaking on the floor during an unspecified infusion .there was no patient harm reported. There have been many incidents reported in short stay, ed, m/s and radiology.

Manufacturer narrative:
The customer¿s report that the tubing was found disconnected and leaking was not confirmed. No anomalies were observed on the sets during visual/microscopic inspection. Functional testing was performed; fluid flowed freely with no issues observed. Dimensional testing was performed on the suspect extension set¿s nac plus connector and the concomitant set's male lock luer. All dimensions were within specification. The probable cause of the disconnection was determined to be an excess of silicone lubricant, applied to the female luer inlet during manufacturing.